Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen. The customer's blood glucose level was unknown. Customer states that the screen was hard to read. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. Device passed self test. Back light feature work properly. Device received with minor scratched lcd window. (B)(4).